Event description:
Boston scientific received information that shortly after the implant procedure; this atrial lead exhibited what appeared to be far-field sensing of noise in the ventricle. The sensitivity was reprogrammed. However, after the programming it was noted that the atrial sensing corresponded with the ventricular sensing. A chest x-ray was performed which revealed that the atrial lead had dislodged into the ventricle. A revision procedure was performed; the atrial lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.